Event description:
The user facility reported that during a cryo-laser procedure, the coating of the device "started to come off." Reportedly, there were no complications and the patient condition is fine. Additional event specific information has not been made available.

Manufacturer narrative:
Results and conclusions is based upon eval of user facility info and the returned sample. The involved device was returned for evaluation. Visual examination of the returned device confirmed that approximately 5.8-cm of the coating had been sheared exposing the core wire. The appearance of the returned sample is consistent with damage to the guidewire's polyurethane coating due to manipulation of the guidewire against a metal or other sharp surface during withdrawal. No other abnormalities were noted. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause cannot be definitely determined, there is no evidence that this event was related to a device defect or malfunction. The event description is consistent with damage to the glidewire due to manipulation against a sharp surface. The device labeling in the warnings/precautions section of the instructions-for-use states: "do not manipulate or withdraw the glidewire through a metal needle or metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up.